Manufacturer narrative:
Correction made to a3: gender: male (previously submitted as ni). Additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted a silicone tubing separated from the dark blue female connector. There was evidence the silicone tubing had been previously assembled to the female connector. The reported condition was verified through visual inspection. The cause of the separation could not be determined; however the connection between the female connector and the silicone tubing is a friction fitment and not a solvent bond. Therefore, a strong twist and/or tug could result in a separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap transfer set detached from the twist clamp and resulted in a leak. The event was further described as "the hose had detached from the white seal (cap) in the transfer set." It was stated the patient's bed and the floor in front was wet. This occurred during use of peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics. No additional information is available.